Event description:
Initial sodium result of 115 mmoi/l and potassium result of 2.9 mmoi/l. Same sample repeated gave sodium result of 142 mmoi/l and a potassium result of 3.7 mmoi/l. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine cause.